Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26jul2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.

Event description:
Patient reported left side pain in breast. Healthcare professional later reported "exchange from textured to smooth breast implants due to the patient¿s concern with the product". Device has been explanted and replaced.

Event description:
Nonreportable as the captured events are minor in severity.